Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported anticipating needing a t3 intraocular lens at 28 degrees. The system suggested a read under 1 diopter of cylinder at 0 degrees. Three additional measurements were done and were similar readings. The patient to have a clear cornea and good cooperation. The surgeon placed the t3 lens and the first pseudophakic measurement suggested an almost 1 diopter of cylinder at 88 degrees. The surgeon double checked and the lens was a t3. The surgeon used balanced salt solution on the eye and waited for it to stabilize. The second measurement suggested 0.75 cylinder at 168 degrees. The surgeon decided to leave the lens as is since the system measurements were all over the place with no reliability. Additional information requested.